Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the quality department reported failure of ureteral stent during the left endoscopic ureterolithotomy procedure. When entering the double j catheter and positioning it on the guide, it was evident that it could not be advanced despite having the equipment and the guide in the proper position. It was observed that the distal end folds back on itself in the form of an accordion. When extracting the catheter, it shows deterioration and angulation of the same. Despite multiple attempts, it was not possible to advance the catheter, so the ordering of the procedure requests another element of the same brand and reference, noting that it works correctly and did not present complications. For this reason, the customer requested to review the item under warranty control.

Manufacturer narrative:
The reported event is unconfirmed as the failure could not be reproduced. The ureteral stent was returned with the original packaging. Photo samples of the stent within the packaging were provided and no abnormalities were noted. No visible defects were noted on the returned sample. The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the quality department reported failure of ureteral stent during the left endoscopic ureterolithotomy procedure. When entering the double j catheter and positioning it on the guide, it was evident that it could not be advanced despite having the equipment and the guide in the proper position. It was observed that the distal end folds back on itself in the form of an accordion. When extracting the catheter, it shows deterioration and angulation of the same. Despite multiple attempts, it was not possible to advance the catheter, so the ordering of the procedure requests another element of the same brand and reference, noting that it works correctly and did not present complications.